Event description:
It was reported that the right ventricle exhibited lead fracture. No intervention was performed. Patient was stable.

Event description:
New information notes that the right ventricle lead also exhibited high pacing impedance and was capped and replaced on (B)(6) 2021. Patient was stable.